Manufacturer narrative:
Correction b4, included date of submission.

Event description:
A surgery center reported that following implantation of the intraocular lens (iol), the patient experienced nighttime driving difficulties and halos. The iol was subsequently exchanged for the same model and power. According to the surgeon, the most likely cause of the symptoms was dysphotopsia related to visual disturbances from the iol.

Manufacturer narrative:
The device was returned for evaluation. Inspection showed that the lens had been cut in half, with one haptic attached to each separated lens segment. Due to the condition of the device, further evaluation could not be performed to determine whether the patient experienced halos. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on all available information, no causal factors can be determined and no conclusion can be drawn.